Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01538.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01538.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod8 and a lantern delivery microcatheter (lantern). During the procedure, while attempting to insert the pod8 into the lantern, the physician experienced resistance and subsequently, the pusher assembly of the pod8 broke. Therefore, the pod8 and lantern were removed. The procedure was completed using a new microcatheter and other coils. There was no report of an adverse effect to the patient.